Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows sac growth of 20.5mm and multiple type ii endoleaks (non-device related) from lumbar arteries. This is consistent with the reported adverse event/incident. The most likely causation for the type ii endoleak is anatomy related and the sac growth is most likely related to the type ii endoleaks. Procedure related harms for this event could not be determined. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status remains unknown. The final patient status was not made available to endologix. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: h6: patient code - removed 1924. H6: device code - removed 3190. H6: result code ¿ removed 3233. H6: conclusion code ¿ removed 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with aneurysm sac expansion (unknown diameter) and an endoleak (at an indeterminate origin). The patient's current condition is unknown but is currently an out-patient, and the physician plans to re-intervene. Updated information: subsequent to the initial report, clinical assessment determined that the indeterminate endoleak was found to be multiple type ii endoleaks (non-device related) from lumbar arteries. Therefore, a complaint is not warranted since there is no alleged deficiency related to the identity, quality, durability, reliability, safety, effectiveness, or performance of the device.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the ovation ix abdominal aortic aneurysm stent. Approximately three (3) years post initial procedure, the patient presented with aneurysm sac expansion (unknown diameter) and an endoleak (at an indeterminate origin). The patient's current condition is unknown but is currently an out-patient, and the physician plans to re-intervene.